Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 365 mg/dl after consuming a donut. The user administered 10 units of manual insulin and calibrated the ilet, after which glucose levels decreased. No outside medical intervention was required.